Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the pacemaker showed a relatively high current drain despite low outputs programed and it exhibited premature battery depletion. The device remains implanted and awaiting replacement. The patient was stable.

Manufacturer narrative:
Device history review reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
New information received indicated the pacemaker was explanted and replaced on (B)(6)2022. The patient was stable before, during, and following the procedure.